Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Engineering functionally leak tested the unit and it did not meet acceptance criteria. Upon inspection, engineering noticed a clear plastic component of the seal was dislodged and perforating through a tear in one of the rubber components. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report. Based on the description of seal leakage during initial intake of the complaint, the event was not reportable as it was unlikely to cause or contribute to death or serious injury. After engineering performed their evaluation, the event is now reportable due to dislodgement of the clear plastic component of the seal.

Event description:
Myomectomy - "this device is air leaking on kii seal." Patient status: "fine".